Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan to report the one touch ultralink meter was giving inaccurately erratic readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2010, the patient obtained the blood glucose readings of 389 mg/dl and 500 mg/dl on the reported meter within 20 minutes of each other. The patient took the action of taking an increased dose of insulin using his pump, "ur 500". Afterwards, the patient experienced the symptoms of shaking and confusion. The patient did not seek any medical attention or treatment. Troubleshooting revealed the meter had not been programmed with the correct calibration code number for the lot of test strips in use, which can cause inaccurate readings. The meter and test strips were replaced. The patient had not programmed the meter with the correct calibration code number. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking an increased dose of insulin based on elevated meter readings. Therefore this complaint is being reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The blade was found to be broken at the discolored (blue). Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them.

Event description:
It was reported that during a gastrectomy procedure, the blade was broken off when it was wiped to clean with gauze outside the patient body. So no piece was left in the patient.. Another device was used to complete the procedure. There were no adverse consequences for the patient.